Event description:
A pt reported blood glucose results of "178 mg/dl and 383 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Pt had no control solution to run qc on the product. No injury was reported.